Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Pump power up test was performed. A red screen featuring a computer image was displayed. The issue was replicated during the power up sequence. The cause was a disruption during the firmware update process. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the remediation failed. During physical inspection, it was found that there was a red screen. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: a red screen featuring a computer image was displayed.